Event description:
Blood backed into the reservoir chamber in a hotline model level 1. No needles were used with the tubing set, and the unit was turned on before the set was primed per MFR recommendation. The pt sustained no injury. This is the second event with this particular unit; the unit is also being returned for evaluation through the hosp's biomedical engineering dept.